Event description:
Additional information: it was indicated that the patient reported to the healthcare provider that they were not using the pump for therapy, "it's empty and not working" specific details were not known to the reporter; pump not being used for therapy. Additionally, it was stated that the patient had ulcers and will have flap surgery and pump replacement at the same time in the future (date unknown). Currently the hyperbaric treatments were to be performed be for wound healing of the ulcers.

Manufacturer narrative:
Significant amount of residue in the fluid path of the pump was observed; per analysis fluid path/reservoir access issues were due to residue/before internal decontamination. In addition fluid path/reservoir bellows were deformed in shape.

Event description:
It was reported that, on (B)(6) 2013, the healthcare provider (hcp) was unable to fill or aspirate the reservoir. A drug concentration change was done and the reservoir was flushed with saline. The first 5ml of the new drug was injected and aspirated successfully. A ¿final check¿ for the last 5ml was done and when the hcp pulled back, she was unable to push it back in and then was unable to pull any more out. Hcp was only able to fill the pump with 15ml. A higher concentration of drug was placed in the pump due to the patient ¿not having good pain relief¿. Multiple refill kits were used and ¿nothing changed¿. The hcp believed that the refill kits were patent and that she was in the reservoir. The hcp also held back negative pressure on the refill syringe for ¿a few minutes¿. During the refill, the hcp was sure she was in the reservoir, as she was aspirating the medication in between refills. The hcp planned to evaluate again at the next refill. The hcp did not believe that the patient had any hyperbaric treatments or had gone scuba diving. The device system was used to deliver bupivacaine 50mg/ml and dilaudid 1mg/ml. A volume discrepancy also occurred. The expected reservoir volume was 10ml and the actual reservoir volume was 15ml. The cause of the discrepancy was unknown. Five days later, the patient was reporting good pain relief, which he was not reporting prior to the last refill. The patient denied any withdrawal symptoms. The patient had an appointment with his hcp on this day. The low reservoir alarm was set to alarm the following week. There were no known refill issues until the refill on (B)(6) 2013.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was to be replaced because it was not able to be filled.

Event description:
The pump was replaced on (B)(6) 2013. Patient status at the time was stated as alive with no injury.